Manufacturer narrative:
Analysis of the returned device shows that both rods present several marks coming from the setscrews at their posterior side: small marks corresponding to the preliminary tightening and larger marks corresponding to the final tightening. Both rods present 2 contacts with the mas crown at its anterior side. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. No pre-existing defect has been identified on the returned implants. The observations suggest that the rods have been connected properly to the mas. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an l3-l4 spinal fusion to treat degenerative disc disease and cancer. An unknown time post-op, the patient underwent a revision surgery. No additional information has been provided.